Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; however, the right side window molding zipper has one zipper element missing. Panel side head the left leg cover zipper insert pin and slider is missing. (B)(4).

Event description:
Customer reported that they discovered during set up of the bed that the pull tab, is missing from both the left and right side panels. No pt incident or injury was reported.